Event description:
This report is to advise of a fracture found in the catheter during analysis.

Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. One image was also submitted to product performance engineering for evaluation. Further investigation revealed optical fibers 1-2 were fractured between electrode rings 2 and 3, consistent with the reported contact force issue. The device did not meet specifications during a shaft leak test due to a fracture in the shaft material under electrode ring 4. In addition, fluid ingress between electrodes 1 and 2 was noted, consistent with fiber 3 no longer meeting specifications; however, no gouges in the shaft material or voids in the backfill were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the optical fiber fractures, the gouge in the shaft material, and the ingress between electrodes 1 and 2 remains unknown.